Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that six mr290 autofeed humidification chambers were leaking when set up with an rt224 infant breathing circuit. These were found during set up, prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that six mr290 autofeed humidification chambers were leaking when set up with an rt224 infant breathing circuit. These were found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint devices are en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: two mr290 chambers (chamber 1: lot number 120110, chamber 2: lot number 120410) were returned to fisher & paykel healthcare in (B)(4) and were visually inspected for the reported damage. Results: visual inspection of chamber 1 revealed cracks next to the baffle. The cracks started at the base and stretched upwards. Visual inspection of chamber 2 identified a break at the connection between the water feedset tube and the chamber dome. The surface at the break was rough. Conclusion: it was identified that the cracks on chamber 1 probably developed due to stress in the chamber from a fault in the "mouldling" process. The cracks most likely appeared post production during transport or storage of the chamber. The feedset tube break on chamber 2 was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome possibly due to the feedset being caught or under tension. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. Any cracks in the chamber or leaks in the feedset tube would have been identified during this process. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).